Manufacturer narrative:
Product analysis: excessive corrosion was discovered in the analyzer's backup battery bay. The analyzer was sent to contract manufacturer for repair. The user was sent a replacement analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated product and subsequently tested out of specification. There was no patient involvement.